Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she tried to put on her insulin pump but received a no delivery alarm. The customer was unable to clear the alarm. Customer's blood glucose level was 163 mg/dl. The customer was unable to troubleshoot at the time of call. The device was not returned.